Event description:
It was reported that the quick bolus button was not working. During troubleshooting, the customer was advised to turn the quick bolus feature off then on. Customer confirmed that the button issue was resolved and continued using the pump for insulin therapy. There was no adverse impact to the customer's blood glucose level.